Manufacturer narrative:
When the surgeon removed the micrusphere 10 platinum microcoil 3 mm x 5.4 cm (sph10030020/f45039) from its packaging; he noticed that the coil was already detached. It was noted during analysis that the coil was severely unraveled the coil out of the soldered section and stretched. No more details. The coil was detached by mechanical means through external force. The external force used to detach the coil also severely unraveled the coil out of the soldered section and stretched the coil 37.0 cm. The circumstances of how and where this severe damage occurred prior to use cannot be determined. Therefore, the exact root cause of how the coil was detached prior to use cannot be determined. Based on the information and the analysis, the events were confirmed. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.

Event description:
When the surgeon removed the micrusphere 10 platinum microcoil 3 mm x 5.4 cm (sph10030020/f45039) from its packaging; he noticed that the coil was already detached. It was noted during analysis that the coil was severely unraveled the coil out of the soldered section and stretched. No more details.